Manufacturer narrative:
Intuitive has received the blue sureform 60 reload associated with this complaint and completed investigations. Failure analysis confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload was found to have a firing failure based on log review and during in-house testing. The reload was disassembled for inspection. There was no knife damage, cartridge damage, and no missing pushers. Intuitive has received the stapler 60 instrument associated with this complaint and completed investigations. Failure analysis investigations did not find any issues with the stapler instrument. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. Based on the log review, the sureform stapler 60 instrument was found to have a firing failures and, there were three incomplete clamps in five attempts. There were two "tttc" (tissue too thick to continue) errors in two firing attempts by the instrument. Firing failures at 54% and 74% completion. The sureform stapler 60 instrument encountered resistance while firing, typically observed as tissue too thick to cut, which resulted in incomplete fires. Based on the information provided, isi has not determined the root cause for the alleged complication experienced by the patient. A follow up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: it was reported that associated with a da vinci-assisted low anterior resection procedure, the patient allegedly experienced an anastomotic leak. However, it is unknown at this time as to what medical intervention was rendered to fix the leak.

Event description:
It was reported that during a da vinci-assisted low anterior resection procedure, the knife of the sureform stapler 60 instrument was stuck half-way of the staple line. There were no fragments that fell inside of the patient's anatomy. The procedure was completed as a robotic procedure. On september 24, 2019, intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: it is alleged that the patient experienced an anastomotic leakage of the colorectal anastomosis. At this time, the root cause of the anastomotic leakage is unknown as well as whether it was related to the reported sureform stapler 60 instrument issue. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.